Event description:
It was reported that the patient had issues in the past with the generator being too deep. It was noted that the patient had a pocket revision to try and resolve the issue. The reporter could not recall specific dates. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37092, lot# 279720001, implanted: 2011 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).